Manufacturer narrative:
(B)(4)

Event description:
It was reported that "when inserting a central venous catheter, the guidewire gets stuck in the tunneled syringe when trying to remove it. A new catheter installation kit is requested." There was no patient harm or injury. The patient's current condition is reported as "healthy".

Event description:
It was reported that "when inserting a central venous catheter, the guidewire gets stuck in the tunneled syringe when trying to remove it. A new catheter installation kit is requested." There was no patient harm or injury. The patient's current condition is reported as "healthy".

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show the front and back of the cvc kit with components inside. The customer also returned one, opened cvc kit including one guidewire within the arrow raulerson syringe (ars) for analysis. No signs of use were observed on the returned components. Visual analysis revealed one kink towards the distal end and one bend towards the center of the guidewire. The bend corresponds to where the guidewire exited the ars plunger upon return. It is assumed this bend occurred during shipping to the investigation site. Microscopic examination confirmed that both the distal and proximal welds were intact and spherical. Visual analysis of the ars revealed no obvious defects or anomalies. The kink in the guidewire measured 103 mm from the distal tip. The bend in the guidewire measured 189 mm from the distal tip. The overall length of the guidewire measured 604 mm, which is within the specification limits of 596 mm - 604 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.800 mm, which is within the specification limits of 0.788 mm - 0.826 mm per guidewire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the guidewire were advanced through the returned ars to functionally test the guidewire. The undamaged portions of the guidewire passed through the ars with little to no resistance. A manual tug test confirmed both the distal and proximal welds of the guidewire were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this product informs the user, "advancement of guidewire through arrow raulerson syringe may require a gentle twisting motion," and "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guidewire was confirmed through investigation of the returned sample. The guidewire contained one kink and one bend along the body. The undamaged portions of the guidewire passed through the ars without resistance. The guidewire passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.